Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for this event; however, the patient was treated with cefazolin and ceftazidime for the cloudy effluent. The patient¿s outcome was not reported. Ten days after the onset of cloudy effluent, pd therapy was discontinued. No additional information is available.